Event description:
Customer reported via phone, in the last couple of months she has to change the sensor before the six days. Customer stated the sensor has been giving an accurate reading. The sensor would trigger threshold suspend feature on the insulin pump when customer's actual blood glucose was 500 mg/dl range. The insulin pump also alarmed calibration error. Troubleshooting was performed. Customer also reported another incident were his blood glucose was 400 mg/dl and sensor reading was off, she didn't recall sensor value. Customer was advised how to properly calibrate the sensor. Customer is not returning the sensor for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.